Manufacturer narrative:
The investigation reviewed the calibration and qc results for creatinine and the results were within an acceptable range. The investigation found sporadic sample clot alarms on the customer's system alarm trace. The investigation reviewed the sample pre-analytic details and no abnormalities were found. The investigation is ongoing.

Event description:
The initial reporter received questionable urine total protein urine/csf and crep2 creatinine plus ver.2 results for one patient tested on a cobas 8000 c 702 module. The patient's initial results were reported outside the laboratory. The customer performed further analysis of the sample and the bence jones protein (bjp) test "showed the total protein result did not match up." The customer performed repeat testing with the same aliquot as well as a new aliquot. The patient's initial results were total protein "<0.07" g/l and creatinine "<0.1" mmol/l. The patient's repeat results with the same aliquot and new aliquot were total protein 5.23 g/l and creatinine 9.9 mmol/l. The customer determined the repeat results were correct and a corrected report was provided. The total protein reagent lot number was 570146 with an expiration date requested but not provided. The creatinine reagent lot number was 591139 with an expiration date requested but not provided.

Manufacturer narrative:
The customer confirmed no further issues were reported. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.